Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01785, related manufacturer reference number: 3006705815-2020-01786. It was reported that patient was unable to set ipg into MRI mode. Patient¿s lead was found to have high impedance. Subsequently the ipg and lead was replaced. Patient reported that they were in a motor vehicle accident prior to this issue.